Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a perfusionist, that the subject was admitted for congestive heart failure exacerbation (subject with heart failure clinic for routine appointment on (B)(6) 2015 and was found to be fluid overloaded. His pro-bnp was 3630 pg/ml. Subject felt he had gaining weight over the past couple of weeks, mostly due to diet.) When it was noted his hemoglobin had been slowly trending down since (B)(6) 2015. Hemoglobin/hematocrit on (B)(6) was 10.1 g/dl/30.6%. At admission (B)(6), it was 8.3/25.3. He was given IV bumex (first as a drip, then bolused) before transitioning back to oral at discharge. He had good diuresis as a result and went home 3.3 kg lighter than at admission. Subject denied any signs or symptoms of gi bleed, but was transfused 2 units of blood and discharged on (B)(6).